Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was informed that there could be many reasons for high blood glucose. It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The readings were said to be 100 points off. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
A complete analysis and testing 1 opened and used enlite sensor. Performed a visual inspection and found the insertion needle was bent inside of the sensor base, unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.